Event description:
On (B)(6) 2023 critical patient transferred between emergency department and ICU on vasopressor drips. Charged IV pump alarm for replace pump battery and stopped functioning and staff could not bypass. Pt did become hypotensive which was resolved, but was on comfort care and expired later. Reference: mw5114973.